Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, de novo lesion, resistance was noted with the introducer sheath while advancing over the guide wire. Before reaching the lesion, the 3.5 x 28 mm xience prime stent delivery system (sds) was removed with some resistance and outside the anatomy a flared stent strut was noted. The procedure was completed using a different device. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however, the difficult to position/remove were unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.